Event description:
A 2.5 x 12mm endeavor sprint rx stent was inserted into a patient. The stent became dislodged and attempts of retrieving were unsuccessful. The stent was deployed above the lesion to prevent migration. The patient was sent to the or in a stable condition with guide and pro-water wire in place. The patient was not prepared as pci (percutaneous catheter intervention) on admission. Orders and pre-admission reflect only left heart cath, the patient complained of chest pain on the table and proceeded to pci urgently. The physician was unable to remove stent intraoperatively; therefore, the patient underwent cardiac bypass. Patient lesion morphology is unknown.

Manufacturer narrative:
Evaluation results: no films or device provided. Conclusions: no films or device provided.